Event description:
Pct [patient care technician] called bedside registered nurse (rn) into room and reported she had found spiros on the floor, patient's IV cytarabine was being pushed by syringe pump onto the floor. Patient (pt.) Missed about 15 minutes of continuous cytarabine - pt. Missed approximately 5ml of dose. Next "day's" treatment was activated in order to start chemo asap [as soon as possible]. When hanging new syringe, spiros "lock" function was double checked and verified with a second rn. Discussed treatment options with team and will make up missed dose later. Manufacturer response for closed antineoplastic and hazardous drug reconstitution and transfer system, ICU medical (per site reporter). ICU medical provided a complaint analysis: one (1) used sample was returned by your facility and investigated. No mating device was returned. A visual evaluation of the sample showed presence of fluid residuals. The sample was pressure leak tested in both the activated and inactivated positions and no leakage was observed. The sample was then connected to a syringe (from ICU medical lab stock) and no disconnection was noted. The male luer was dimensionally measured and found to meet iso [international organization for standardization] standards. The reported issue could not be confirmed. This report and the associated information have been entered into our database for close monitoring and trending.